Manufacturer narrative:
The device history record for the lot number, aa5096n27, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample was returned. The sample has splotchy brown buildup inside the tubing. The gastric feed port was detached from the silicone head. The silicone around the feed port was torn. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the mic-key low-profile transgastric-jejunal enteral feeding device was coming apart. The gastric port was loose and coming out of the gastric housing on the device. The product was in use for 23-days prior to the event. Medical intervention, via a fluoroscopy placement procedure, was performed for replacement of the device. Post procedure there was no reported serious injury to the patient.